Event description:
The pt was admitted to the micu on (B)(6) 2011 with sepsis, hypotension and arf. He was started on a norepinephrine drip for hypotension. The norepinephrine was started at 15:45 through a central line. The norepinephrine was titrated up without the expected response in the pt's bp. At 19:00 the nurse noted that the bed sheets were wet around the central line. Upon investigation, she noted that the IV tubing that the norepinephrine was infusing through had a defect in the connection closest to the pt. The tubing was changed and the pt's bp responded appropriately.